Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. (B)(6) alleged that while his wife was in the recline position, the wiring started sparking and that it caught fire. (B)(6) stated that there was no way for him to get barb out of that position or out of the chair. (B)(6) also stated that when he put the chair in manual mode, to wheel the chair out, it went taking off down the ramp. (B)(6) stated that he was able to put the fire out before (B)(6) got hurt. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdx5-ps, serial number/date (B)(4) is approximately 5 years 1 month old. The owner's manual part number 1114809 rev. K (apr-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consume's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.